Event description:
The device was unable to decrease energy from front panel energy select button. Complainant indicated that the device was able to decrease and increase energy from paddle controls. Complainant indicated that there was no pt involvement in the reported malfunction.